Event description:
The implant did not appear to match the cutting guide causing a 1 hour delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.